Event description:
Boston scientific received info that the pt was admitted to the ER due to multiple syncope episodes. During eval, chronic high threshold measurements of 3.5 volts at 1.0 ms with outputs of 6.5 volts were noted for the right ventricular (rv) lead. The field rep also noted that at implant the rv lead threshold was 0.8 volts at 0.4ms. During the eval, the loss of rv capture was observed and the pt went asystole and went into cardiac arrest. The hosp staff revived the pt and a temporary pacing wire was placed. A lead revision procedure was performed where it was noted that the rv lead had dislodged. The lead was successfully repositioned and no further adverse effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.